Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the removal of the lung procedure, the bovie tip/ electrode caught fire. The very tip of the electrode caught fire and like a match burned out on its own. The setting was on 60 cuts and coag. There was no patient injury.